Event description:
As reported by the equinoxe shoulder study, approximately 0 year(s) and 1 month(s) post-operative of a left implanted tsa, the patient presented with deep infection. For a duration of 2-1/2 months post operatively, the patient had wound dehiscence and was taken to or for irrigation and debridement, culture positive for mrsa. This outcome of the event is reported to be resolved by irrigation and debridement performed for mrsa infection, along with exchange of the polyethylene liner in the left shoulder. The clinical report indicates that the event is definitely related to the device(s) and/or to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 300-30-06 - equinoxe preserve stem 6mm: 6655852. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6476782. 320-31-40 - glenosphere, 40mm: 6579581. 320-35-07 - small superior/posterior aug glenoid plate,left: 6654229. 320-15-05 - eq rev locking screw: 6693096. 320-20-00 - eq reverse torque defining screw kit: 6710244. 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: s067171. 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: 6329246. 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: s126038. 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 5772189. 321-20-00 - equinoxe reverse shoulder drill kit: 6784213.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. H6: corrected investigation clinical codes.